Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, our foreign consignee reported the blood parameter probe had an electronic erasable programmable read only memory failure in the test software. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.